Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level ranged from 150-170 mg/dl. Customer reverted to an alternate method of insulin therapy.